Event description:
On (B)(6) 2007, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt was not satisfied with the stimulation. The pt stated that he only feels a slight sensation when laying down and no stimulation at all when sitting or standing. The pt tried several other programs and replaced the programmer batteries, to no avail. The sales rep made plans to meet with the pt on (B)(6) 2010. On (B)(6) 2010, it was reported that the pt's lead registered several invalids and would be replaced. No revision date has been scheduled at this time.

Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.